Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal damage with struts lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22oct2019. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The 95% stenosed, 34mm in length, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified, 2.5mm in diameter mid to distal left circumflex artery. There was a significant bend between 45 and 90 degrees. Following pre-dilatation with a non-compliant balloon catheter, a 2.50 x 38 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable. However, returned device analysis revealed stent damage with struts lifted.